Event description:
I've been using dexcom 6 for about two years, in late march/ early april one of the adhesive caused a severe rash burning my skin where the adhesive touched the skin. It caused extreme pain and itching and the rash remained for two weeks and can still see where the rash was. Then next adhesive was the same and I had to remove it because I couldn't handle the pain. It is still occurring the same on places part of the adhesive touches my skin if the bandaids I'm now using to prevent contact unintentionally touches my skin. There have many complaints on (B)(6) pages by other dexcom users so it is a widespread problem. FDA safety report ID # (B)(4).